Event description:
Co's office is in receipt of another MFR's device. The reason for removal was given as "fluid loss." Note: determination of reportability and categorization of this event was made according to this MFR's policies and procedures and the info rec'd in compliance with med device reporting regulation. These determinations are not intended to evaluate this occurrence or suggest a cause (ref sections b1,b2,h1).